Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. He stated that he received two no delivery alarms while trying to prime the tubing. He reported that the third infusion set that he tried from the same lot ended up working. He was advised to call at the time of the issue in order to properly troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.